Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 48 mg/dl at the time of the incident and current blood glucose value was 175 mg/dl. Customer report customer does not allege insulin pump was over delivering. The customer was assisted with troubleshooting. The customer was treated with food. Customer was able to performed displacement test and test was passed. The insulin pump will not be returned for analysis